Manufacturer narrative:
The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-02282 and 2134265-2016-02490. It was reported that an automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled. During procedure, it was noticed that automatic pullback stopped halfway through. Reconnection was performed but the issue was not resolved. No patient complications were reported.